Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a male with a history of hyperlipidemia. This patient's history places him at increased risk of mace. The indication for admission to hospital was acute inferior wall myocardial infarction. An emergent coronary arteriogram revealed a de novo, 19mm, irregular, eccentric, moderately tortuous, moderately calcified, type b2, thrombotic lesion producing an 80% occlusion of the distal left anterior descending artery (lad). The reference vessel diameter was 2.5mm. Additionally, a de novo, 26mm, moderately tortuous, non-calcified, irregular, eccentric, type b1 lesion producing a 70% occlusion was found in the obtuse marginal branch. The reference vessel diameter was 2.25mm. According to the IFU, cypher select plus in the indicated for use in discrete lesions. Treatment of the described coronary artery diseased involved aspiration of the thrombus and direct stenting of the lad with a 2.50 x 23mm cypher select plus at 12 atm without post-dilation. This resulted in an increase in timi flow from 0 to 3. A 2.50 x 28mm cypher select plus was implanted by direct stenting in the obtuse marginal at 12 atm without post-dilation. Timi flow remained 3 both pre and post-procedure. The patient received asa before the intervention and was given asa, plavix and heparin during the procedure. Post-procedural and discharge medications were asa and plavix. Gpiib/iiia platelet inhibitors were not used and act values were not monitored. Approximately two months following the index procedure, the patient experienced an embolic cerebral vascular accident. This was treated with fibrinolytics and was reported by the account as unrelated to the cypher stents and the index procedure. This event has been classified as a non-complaint. The patient returned to hospital approximately three and a half months following the index procedure due to an acute anterior wall myocardial infarction. Repeat coronary angiography revealed thrombosis of the cypher in the distal lad. It was reported the patient had experienced gastrointestinal bleeding and the asa and plavix had been discontinued six days prior. Treatment of the thrombus was not specified. The products remain implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the involved product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient, lesion and pharmacological factors that may have contributed to it. There is no clear indication this event was design or manufacturing related.

Event description:
Approximately 3 months post index procedure, the patient was admitted with digestive bleeding and double antiplatelet therapy was interrupted. Angiography confirmed in-stent thrombosis in the distal left anterior descending branch. The patient also experienced an anterior, target vessel, q-wave myocardial infarction. The patient was initially admitted on march 1, 2007 with an inferior acute myocardial infarction. The patient was initially admitted on march 1, 2007 with an inferior acute myocardial infarction. The patient had lesions in the distal left anterior descending and in the obtuse marginal branches. The distal left anterior descending branch was type b2, de novo, irregular, moderately calcified, moderately tortuous and eccentric with thrombus present. The lesion had 80% stenosis and was 19mm in length with a vessel diameter of 2.5mm. Timi flow grade was 0 pre procedure and 3 post procedure. The obtuse marginal was type b1, de novo, irregular, moderately tortuous and eccentric. The lesion had 70% stenosis and was 26mm in length with a vessel diameter of 2.25mm. Timi flow grade was 3 pre and post procedure. The patient had a 2.5 x 23mm cypher select stent implanted in the distal left anterior descending branch at 12atms and a 2.5 x 28mm cypher select plus stent implanted in the obtuse marginal at 12atms. The patient's medications include the following: aspirin (pre, intra and post procedure), statins (pre and post procedure), clopidogrel (intra and post procedure), heparin (intra procedure) and beta blockers (post procedure).